Manufacturer narrative:
The contact name corresponds to the distributor. At the time of this report, the contact name of the hospital is unknown. The device was not yet returned to the manufacturer at the date of this report. A follow up medwatch will be submitted once the investigation is completed or if additional information is received.

Event description:
It was reported that the modular electric/battery single trigger handpiece, part number 89-8507-400-10, serial number (B)(4) did not work. A delay in surgery of more than 30 minutes was reported, but the exact duration of a delay is unknown. No other harm to patient or operator was reported.

Manufacturer narrative:
Additional information was received concerning the complainant name as well as clarification on the duration of the delay. The initial reported duration of the delay was around 30 minutes. Clarification was requested and additional information was received that the delay of the surgery was 25 minutes, therefore this complaint is reassessed as non-reportable. Additionally, universal modular electric/battery single trigger handpiece, serial number (B)(4), was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that device was not functional due to damaged trigger board connector. Moreover, the motor, the battery support and the connection between the front face and the pistol were defective. As a repair, the trigger board, the motor, the battery support and the seals were replaced. After repair, the device passed final inspection and was returned to the customer.